Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a separation in the shaft/collar area. Microscopic and tactile examination revealed that the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was used in conjunction with a convey guide catheter and a synergy stent. During the procedure, it was noted that the guide extension catheter was fractured at the whirl point of the joint between the catheter and the hypotube. The fractured portion was able to be retrieved successfully from the body. The procedure was completed successfully and there were no patient complications reported.